Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead had induced a diaphragmatic stimulation and had no capture threshold. The lead was explanted and replaced. The patient was in stable condition.